Event description:
It was reported that a few days after a da vinci-assisted sigmoid colectomy procedure, the patient expired. The distributor clinical support specialist was informed that the patient had an unspecified serious complication after the procedure and was told that the surgeon does not think that a da vinci system, instrument, and/or accessory caused or contributed to the reported event. No specific information was available. Additional information was requested but has not been provided.

Manufacturer narrative:
No intuitive product will be returned for investigation, and no photos or video of the procedure are available. The da vinci system serial number was provided and review of the device history record found no non-conformances were identified that would be related to an adverse event. The procedure date was requested but was not provided. Review of the available surgeon¿s procedure history found that multiple sigmoid colectomy procedures have been performed by this surgeon. Thus, the specific procedure for the reported event could not be determined, no da vinci system or accessories log files are available for review. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report died a few days after a sigmoid colectomy. No information is provided regarding the details of the procedure, post operative course, or the circumstances leading to the death. No cause of death is provided. Based on the limited details, insufficient information is available to determine if any intuitive surgical products or instruments contributed to this event.